Manufacturer narrative:
Based on the current information, the cause of the customer reported failure mode cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) made a visit to the site and inspected the erbe generator. The generator was tested, confirmed to be functioning properly, and verified as ready for use. An advanced system log review revealed no errors related to the complaint. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted surgical procedure and during planned post-procedure exams, it was alleged that while connected to an erbe generator, a 3rd-party handheld cautery pencil tip exhibited signs indicative of thermal damage. While the customer was removing the handheld cautery pencil from the field, the patient sustained a superficial burn injury to the leg. The cause of the event is unknown.

Event description:
After completion of a da vinci-assisted inguinal hernia repair, the surgical staff performed additional planned, non-robotic exams on the patient under anesthesia including excision of lesions and lymph node biopsy. During the non-robotic exams, the tip of a handheld cautery pencil (a 3rd-party manufacturer product) melted and burnt the patient's leg. The surgeon's notes describe the event as "a malfunction of the cautery with complete melting of the bovie tip." The burn "appeared superficial." The burn injury was cleaned and silvadene cream was applied. When the event occurred, the customer indicated that the handheld cautery pencil was intentionally activated by the user and prior to placing the pencil tip on the target anatomy, the staff noticed the tip was "glowing red." While removing the handheld cautery pencil from the field, the instrument touched the patient's leg which resulted in the burn. The generator did not produce errors or irregular tones during the event. The customer was unsure if the cause of the event was due to an issue with the handheld cautery pencil and/or the erbe generator.